Event description:
A 44-year old female pt had been treated by the dep of cardiovascular surgery for aortic vascular stenosis and aortic regurgitation. She had been administered prednisolone 2.5 mg/day and allopulinol 100 mg/day for the treatment of systemic lupusd erythematosus and uratemia. She had been under hemodialysis for the tratment of chronic renal failurte. Device bk-1.6u was introduced to the pt for the first time. The dialysis was operated for 4 hours. Physiological saline was used for priming. Blood flow rate was controlled at 60-200 ml/min. Heparin 1,000u/hr was introduced as anticoagulant. Her platelet count was 101 x 10 9th/l before dialysis. But after dialysis her platelet count decreased to 32 x 10 9th/l. The reporter decided to discontinue this dialyzer and substitute to another type of dialyzer. The reporter commented that the pt did not experience such a severe thombocytopenia after switching the other dialyzer.